Manufacturer narrative:
Evaluation results: (shelf life exceeded) - expired device used. (Failure to follow instructions) - expired product used. Evaluation conclusions: (no device failure) - no patient complications. (User error contributed to event) - expired product used. (B)(4).

Event description:
Physician successfully implanted a resolute integrity 4.00 x 0.9 mm rx drug eluting stent. It was discovered after implantation that the stent used had expired 9 days previous to the implant date. No reported patient injury or complications.